Event description:
It was reported that the rotawire was stuck. The severely stenosed target lesion was located in the mid left anterior descending artery. A 330cm rotawire was selceted for use. During the procedure, it was noted that the rotawire was stuck. The device was able to be removed without further intervention. The procedure was completed with another of the same device. There were no complications reported and the patient condition was stable post procedure.

Event description:
It was reported that the rotawire was stuck. The severely stenosed target lesion was located in the mid left anterior descending artery. A 330cm rotawire was selcted for use. During the procedure, it was noted that the rotawire was stuck. The device was able to be removed without further intervention. The procedure was completed with another of the same device. There were no complications reported and the patient condition was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device returned inside of a hoop, together with its original opened pouch. The returned guidewire had the distal tip stretched. The guidewire was kinked approximately at 325 cm from the proximal end. No more damages were found in the device. Dimensional inspection of outer diameter (od) of the middle and od of the proximal section of the guidewire were performed and were within specification. Dimensional inspection of the overall length and od of the distal tip could not be performed due to the device condition.